Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent revision surgery on an unk date. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/14/2022. Additional b5 narrative: it was reported that the patient had a mesh removal surgery on (B)(6) 2008. Mwr-15092022-0001258244 submitted for adverse event which occurred on (B)(6) 2008. Mwr-15092022-0001258247 submitted for adverse event which occurred on (B)(6) 2018 date corrected b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted.

Manufacturer narrative:
Date sent to the FDA: 4/22/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.